Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a compression sleeve. The customer states that after 20 hours of use, the pat got dermal inflammation on the outside of right leg. The pt started wearing the sleeve at the time of respiratory surgery performed in the morning of (B)(6) 2014. The pt was transferred to hcu, and the sleeve was removed after the surgery and put on again at 14:50 on the same day wearing surgical stocking at 0:00, the surgical stocking was removed from the patient by the physician's advice and placed the sleeve directly on the leg. At 9:00, the patient had a dry bath, but there was no symptom of inflammation confirmed at that time. At 10:30, the pt stopped ipc treatment and transferred to the general ward. On (B)(6) 2014, 15:30, it was found that the pt had inflammation on her leg. It was not confirmed how long she had it for and when it happened, because on (B)(6) 2014, the pt did not want to take a bath due to pain caused by the respiratory surgery. The pt had betamethasone dipropionate for the inflammation, but it was not healed as expected. The patient had no history of allergic reaction. In addition, the symptom of inflammation appeared only on one leg (right) even though sleeves were worn on both legs. A piece of soap was used for dry bath.

Manufacturer narrative:
An investigation is currently on the way, upon completion, the results will be forwarded.